Event description:
An over infusion of magnesium was reported. Details of the event were reported are as follows: IV magnesium was to run over 2 hours and 1 hour later the bag was empty. The infusion was for 2 grams in 50 ml and the rate was 25 ml/hr. There were 3 channels attached and 1 pc unit. The pc unit was not sequestered and the tubing was not saved. There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A follow up report will be submitted should the device be returned for evaluation.